Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an allergic reaction with a symptom of a lump underneath the adc device insertion site. The customer self-treated by washing the affected area and applying an unspecified antibiotic cream. Subsequently, the customer had contact with a healthcare professional (hcp) however no treatment was provided during this appointment and the hcp just advised the customer to contact adc for guidance on alternative adc device placement sites. There was no report of death or permanent impairment associated with this event.